Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the right ventricular (rv) lead dislodged overnight. Placement difficulty due to patient anatomy was noted during implant. The rv lead was repositioned and added extra slack and remains in use. No patient complications have been reported as a result of this event.